Event description:
The compaint is reported as "observed prior to use. Whilst we were testing the cuff of the tube, it was impossible to inflate the cuff. The cuff had a hole. This device was not used and another device was used." The issue was detected prior to use on a patient, new device was used.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. An unidentified brand syringe was also returned. A visual exam was performed and no defects were observed. The cuff pressure was then inflated to 25mbar and no abnormalities were observed on the blue cuff. The tracheal cuff failed to inflate. The sample was immersed in water and air bubbles were found coming from the clear cuff. The area of leakage was observed under magnification and a cut mark was found on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "observed prior to use. Whilst we were testing the cuff of the tube, it was impossible to inflate the cuff. The cuff had a hole. This device was not used and another device was used". The issue was detected prior to use on a patient, new device was used.